Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. Around forty minutes after the start of the procedure, the vizigo was not able to be used because the tip of the outer cylinder was peeled off at the time of insertion. The damage did not result in wires being exposed or in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the sheath. No picture available. There was resistance to insert sheath against vasculature. The sheath was not pre-shaped. The sheath turned when inserted with a dilator in a general manner without any pre-shape. Another staff member commented that the fact that the patient had advanced atherosclerosis might have been the cause of the issue. Tip being buckled on itself. The tip rolled over and did not enter through the groin. The issue was resolved by replacing the vizigo¿ sheath. The procedure was completed without patient consequence. The broken tip issue is MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-feb-2023. The device evaluation was completed on 07-mar-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip looked peeled at the outer part of the device. No other damage was observed. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).